Manufacturer narrative:
No further information can be obtained. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient passed away. The patients death was reported as not related to the study surgical procedure, it is unknown if the death was device related. The cause of death is unknown.

Manufacturer narrative:
Death: (B)(6) 2017 (exact date is unknown). Date of event: (B)(6) 2017 (exact date is unknown).

Event description:
A report was received that the patient passed away. The patient's death was reported as not related to the study surgical procedure, it is unknown if the death was device related. The cause of death is unknown.